Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated by product analysis on 10/17/2017 with the following findings: a battery was not returned with the pump for investigation. On examination, the battery cap and battery compartment were intact and without damage. Review of the black box data verified a power on reset (power interruption) at the time of the alleged overheating event on (B)(6) 2017 at 13:30. The black box data verified voltage levels were steady with no sudden drop in voltage prior to the reported temperature event. Review of the pump¿s alarm history and black box data did not reveal any errors, alarms or warnings relating to the complaint. There was no evidence of moisture or corrosion inside the battery compartment or inside the pump¿s interior compartment. The pump¿s electrical current draws were evaluated and determined to measure within the required specifications. The power flex and components were evaluated and found to be without damage or defect. During the investigation, the pump powered on normally and displayed the ¿verify¿ screen with functioning audio tone and vibration features. The display was clear and legible. The audio bolus button and all keypad buttons demonstrated normal response when tested. The pump successfully performed rewind, load and prime sequence. Investigation did not duplicate the alleged temperature issue and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a temperature (temp - no physical damage) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.